Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Patient reported left-side implant "moving to the side more and more, creating quite an overhang and increasing the gap between my breasts". Patient also reported "I was extremely anxious", "having worst-scenario visions in my head", " extremely scared" and "fear and worry" regarding "allergan textured implants, which were recalled". Patient additionally reported a "complex cyst at 9 o'clock areolar edge from nipple"; this is deemed not related to the device. Device was explanted.

Event description:
Previous medwatch submission noted migration. Upon further information, abbvie has determined that the event of migration is non serious severity 2. This complaint is no longer reportable and will be unreported to the FDA.